Event description:
Pt implanted with lcp superior clavicle plate and screws on an unknown date experienced pain and exposed hardware. It was discovered, pt also had a non-union. Pt was returned to operating room on (B)(6) 2012, plate and screws were removed, pt revised to allograft in clavicle. This is 6 of 6 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.